Event description:
Information received from the field does not address the patient's clinical status but notes poor values for bipolar sensing and atrial oversensing. Unipolar p-waves were 1.3 mv - 1.4 mv in the unipolar tip. Bipolar p-waves were 1.6 mv - 1.9 mv. The device was left in the bipolar configuration at 0.75 mv.